Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Unable to perform complaint lot history check due to an unknown lot number for needle clog. A review of all risk management documents for the product family of the device involved in this complaint (pen needle: needle clog), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Customer returned (1) open 4mm, 32g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the needle is blocked. The returned pen needle was tested and was able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for needle clog.

Event description:
It was reported that an unspecified bd¿ pen needle was blocked. The following information was provided by the initial reporter: "needle blocked".